Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not making loud enough sounds, and that the vibrations weren't strong enough either. The customer also reported that the insulin pump gave a missed bolus alert when the customer did not miss it. It was also reported that the customer was having high blood glucose values, and that there was redness at the site. The customer declined troubleshooting. The customer's blood glucose values were not reported. No further information was provided.